Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.  If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device was defective. There was no patient impact.

Manufacturer narrative:
Analysis found that the fuse holder was missing a fuse. Channel 2 was not working. The pcb and wave washers were worn. If information is provided in the future, a supplemental report will be issued.